Manufacturer narrative:
Additional information from the physician was received stating that no further action would be taken at this time.

Event description:
A report was received that the patient will undergo a pocket revision to bury the ipg deeper due to weight loss, not device related.

Event description:
A report was received that the patient will undergo a pocket revision to bury the ipg deeper due to weight loss, not device related.